Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that while the patient experienced the hypoglycemic event they were not able move and lost sight.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6)2024, the patient had worked in the garden and fell asleep. When the patient was asleep, they did not hear any notifications for a low alert, but at some point, the patient´s wife heard the alarm. The patient stated that ¿maybe the alert was not loud enough¿. When the wife noted that patient was unconscious an ambulance was called. The patient was brought to the hospital and was treated with ¿5 glucose doses¿. The patient recovered and was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - additional. H2 additional information. H6 type of investigation - additional.